Event description:
A report was received that the patient experienced numbness at the lead incision site as well as swelling. The patient was prescribed lidoderm patch. The physician believed that the numbness at the incision site was procedure related.

Event description:
A report was received that the patient experienced numbness at the lead incision site as well as swelling. The patient was prescribed lidoderm patch. The physician believed that the numbness at the incision site was procedure related.

Manufacturer narrative:
(B)(6).